Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ithey had the implanted system removed on (B)(6) 2023 and it was replaced with another product. The patient further explained that the implanted system was removed because it hadn't worked for them correctly for over a year. The patient stated they would be getting up in the morning and would just have a river. The patient stated that it was eventually discovered that the lead "hadn't been in there" like it should have been and that they had noticed that on an x ray. The patient stated they had fallen over a year ago, maybe even 2 years ago, they weren't quite sure what year but had known it had been in the month of june. When they fell the patient stated they asked the managing health care provider (hcp) if the fall could have caused the lead not being where it should be and the patient stated the hcp told them "no. It wasn't that that caused it." Patient services addressed the patient's reason for call and reviewed considerations for disposal of the external devices with the patient. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978a128 (lot: va2dfdv); product type: 0200-lead; implant date (B)(6) 2021; explant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.